Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and the device passed, along with all of the electrical testing. The temperature was verified to be within specifications. The accuracy confirmation testing was performed and the device failed with the original piston foam. However, when a test article, piston foam, was installed, the device passed the accuracy testing. When the original piston foam was removed, an inspection revealed a cracked door piston and a deteriorated piston foam. The cause of the reported issue was determined to be the deteriorated piston foam and cracked door piston. The piston foam and the door piston were to be scrapped. Should additional relevant information become available, a follow-up report will be submitted.